Manufacturer narrative:
The returned s-ICD was analyzed and a review of device memory found <<recorded a battery depletion alert on august 30, 2020 and reached end of life (eol) battery status on november 4, 2020. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that this patient's device has reached elective replacement indicator. Device analysis was performed and premature battery depletion is suspected. It was also noted that the deice may not have a normal elective replacement indicator to end of life replacement interval. The device was subsequently explanted. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report was filed to provide additional information regarding device explant.

Event description:
This supplemental report is being filled to include device explant information.

Event description:
It was reported that this patient's device has reached elective replacement indicator. Device analysis was performed and premature battery depletion is suspected. It was also noted that the deice may not have a normal elective replacement indicator to end of life replacement interval. Device replacement was recommended, however the device remains in service. No additional adverse events were reported.